Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire on (B)(6) 2014. Patient stated that upon removal of the sensor pod, no portion of the sensor wire was stuck in the skin but the sensor wire appeared shorter than normal. Patient inserted sensor into arm which is not an approved sight. At the time of contact patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).